Manufacturer narrative:
Updated b5.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer. No additional information was provided

Event description:
Issue with a patient's pump was reported, leading to multiple hospital visits due to hyperglycemia. There was no adverse impact to the customer¿s blood glucose level reported. The provider informed that the patient received an email notification about the issue, and outreach was requested to troubleshoot and resolve the pump issues by technical support.